Manufacturer narrative:
(B)(4). Occupation: asset tracker.

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.

Manufacturer narrative:
One cadd solis vip pump was received, repaired and returned to the customer before the complaint was generated. Visual inspection confirmed that the downstream occlusion (dso) seal was bubbled. The issue was customer induced as the pump was improperly cleaned. The dso sensor seal was replaced to resolve the issue.